Event description:
Complainant alleged that during biomed testing, the associated device failed to discharge using these internal handles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead, a zoll representative went onsite to evaluate the internal handles. The customer's report was duplicated and attributed to a faulty shock button on the internal handles. The internal handles will be scrapped and replaced. Analysis for reports of this type has not identified an increase in trend.